Manufacturer narrative:
The device associated with the reported event was not returned for evaluation. A complaint database search finds no additional reports against the provided product and lot combination. A search of the complaint database found previous reports against this product code for tip breakage. The previous reports were investigated and the root cause attributed to suspected inappropriate leveraging/prying of the instrument resulting in the tip breaking. The investigations could not draw any conclusions about the current reported event without the instrument to examine. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The tip broke off the instrument.